Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (xiitp5413) loss integration and migrated into the sinus cavity after seven moths of placement. Tooth location 12.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 13mm (xiitp5413) was returned for investigation. The reported event occurred at implant level; therefore, this investigation was performed only on the returned implant. Visual evaluation of the as returned implant identified signs of wear: nicks on platform and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failure/event (relocation into the sinus). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. No pre-existing patient conditions were noted on the per. The reported device had been placed on tooth # 12 for approximately 7 months. X-ray or picture images were not provided. DHR review for the lot (2019040229) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019040229) and no similar event or complaint was found. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.